Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc. A few months later, the patient experienced an "inflammatory nodule" near the gonial angle/masseter. The patient was started on antibiotics and steroids. Two days later, the nodule was identified on ultrasound and a sample was aspirated for a culture, results pending. The event is ongoing.

Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc. A few months later, the patient experienced an "inflammatory nodule" near the gonial angle/masseter. The patient was started on antibiotics and steroids. Two days later, the nodule was identified on ultrasound and a sample was aspirated for a culture, results pending. The event is ongoing. Additionally, the healthcare professional reported that the patient received a dental cleaning shortly after injection. The patient was injected with 3 ml of juvéderm® volux¿ xc and various unspecified dermal fillers. The other injection sites were ¿not impacted by the nodule.¿ the antibiotics and steroids were confirmed as clindamycin and prednisone, respectively, and the patient underwent incision and drainage without much improvement. Two vials of ultrasound needle-guided, hyaluronidase + lidocaine + sodium bicarbonate treatments were used to break up the nodule. Another vial is planned if the nodule does not break on its own.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., h.6.

Event description:
Additionally, healthcare professional reported patient was eventually hospitalized and treated for c. Diff. The nodules resolved after being treated for c. Diff. However, the c. Diff returned and the nodules came back with it. Patient is currently on 3rd round of IV antibiotics.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported that the patient received a dental cleaning shortly after injection. The patient was injected with 3 ml of juvéderm® volux¿ xc and various unspecified dermal fillers. The other injection sites were ¿not impacted by the nodule.¿ the antibiotics and steroids were confirmed as clindamycin and prednisone, respectively, and the patient underwent incision and drainage without much improvement. Two vials of ultrasound needle-guided, hyaluronidase + lidocaine + sodium bicarbonate treatments were used to break up the nodule. Another vial is planned if the nodule does not break on its own.